Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the water feedset tube and spike of an mr290v vented autofeed humidification chamber after few hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the feedset tube was partly pulled out from the spike. A lot check revealed no other complaints of this nature for lot number 120224. Conclusion: the damage appeared to be caused by the tube being pulled away from the spike, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line. Any holes, leaks, or breaks in the feedset are identified during this process, and those that fail are rejected. This suggests that the damage occurred after the subject mr290v chamber was released for distribution. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly, we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons, which is more than acceptable for the intended use. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).